Event description:
It was reported that the patient presented in clinic for generator upgrade. Upon interrogation prior to procedure, it was found that the atrial lead exhibited low pacing impedance and noise over-sensing. During procedure, it was further discovered that the atrial lead had insulation abrasion. The site of insulation abrasion on the atrial lead was patched on (B)(6) 2023 and the atrial lead remained implanted. Patient condition was stable throughout.